Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported peeled polymer and physical property issue were confirmed although difficult to remove could not be replicated in a testing environment as it was based on operational circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a bifurcation in the left anterior descending artery and diagonal branch, an unknown stent was implanted in the lad and an unspecified whisper es guide wire was used for support. During removal of the device and while trying to explore the diagonal branch, a strange feeling in usage of the guide wire was noted. The guide wire was removed from the patient anatomy and it was noted that the coating of the wire was ribbed off. No coating seemed to remain in the patient anatomy. The patient is doing well. There was no reported clinically significant delay in the procedure. No additional information was provided.